Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at follow-up, increased capture threshold and decreased sensing were observed. Fluoro found the lead had pulled back slightly. Lead was successfully repositioned.